Manufacturer narrative:
The engineering evaluation noted that the revision reported was stated to be the result of disassociation of the center cage and one of the three peripheral pegs from the polyethylene body of the glenoid component; the result of this analysis confirmed that observation. The cause of this disassociation was inconclusive though it was likely cause by damage to the central peg at the time of the glenoid implantation or by eccentric humeral head edge loading, as evidence by the burnishing along the peripheral of the glenoid articular body.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Glenoid disassociated from the cage and one peripheral peg. The glenoid poly component and two peripheral pegs is positioned posterior to the humerus/joint and the cage and one peripheral peg is still stuck in the bone of the glenoid. The humeral head was dis-impacted and the stem came out with it. The primary glenoid component was removed from the joint and the cage and peripheral peg was removed from the glenoid bone. The glenoid was then reamed and re-prepped for re-insertions of an all poly glenoid. A medium beta all poly glenoid implant was cemented in. The humerus was broached up to a 8mm stem and a 0 replicator plate was used. Then a 44mmx17mm humeral head was used for final implants.